Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach, entanglement with other devices or anatomical conditions. Based on the limited information provide, the investigation was unable to determine a conclusive cause for the reported material separations. In this case, it is possible that during the procedure, the guide wire became kinked or damaged. Manipulation during retraction likely caused the reported core separation in the anatomy at the incision site; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a vascular surgery. The balance middleweight universal guide wire was used in the procedure. Everything was closed up in the leg and when the patient was home they noticed the guide wire sticking out of their leg and they pulled it out themselves from the stitches. It is thought that maybe the guide wire sheared out in the sheath and tissue track and then became stitched into the leg. No additional information was provided.